Manufacturer narrative:
The rapid infuser was returned for investigation. Upon receipt it was noted that a top corner of the housing was missing and several other areas also showed signs of damage, suggesting that the unit suffered a severe impact. The customer complaint was confirmed; the circuit breaker tripped during power-up in ac mode due to several damaged transistors on the driver boards. The unit had not been serviced by belmont since it was shipped to the customer in 2009. No patient injury was reported.

Event description:
The report from the user facility stated that the circuit breaker tripped during power-up in ac mode while in use during a case.